Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review was conducted for potentially associated lot numbers gd895961 and gd895540. There were no deviations found related to this reported condition during the manufacture of these lots. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as cmplnt-(B)(4) and cmplnt-(B)(4).

Event description:
This is report 2 of 3. It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by abdominal pain. The patient was not hospitalized for the event. Dianeal therapies were ongoing. The cause of peritonitis is unknown. On an unreported date, the patient began treatment with vancomycin intraperitoneally (50 mg in each exchange, 4 exchanges daily, 200mg total) and gentamycin (dose, frequency and route of administration not reported) for peritonitis. On an unknown date, treatment with gentamycin was discontinued. At the time of this report, the patient was not recovered. No additional information is available.